Event description:
It was reported that the patient experienced fluid leak in the cuff and the device not functioning properly with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 5.5cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.